Manufacturer narrative:
Na the device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor was chosen for implantation, utilizing a small flexnav delivery system. The patient presented in sinus rhythm and there was no calcification from the annulus to the subvalvular to left ventricular outflow tract (lvot). The valve was successfully implanted at a depth of 3-4mm. It was noted that while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. The procedure was completed. The patient was reported to be hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure. However, on the same day, one hour post procedure, the patient had a stroke. The patient required hospitalization. The patient was reported to be recovering. No additional information was provided.